Manufacturer narrative:
Reliability analysis inspected 3 random sealed sensors and checked needles for hooks/burrs and dull needles anomalies and none were found. Also checked sensor cannulas for broken or missing parts and none were found. All sealed sensors passed per specification. Inspected one opened/used partial enlite sensors and performed visual inspection and found sensor cannula broken. Broken part was not found. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the sensor electrode was detached when removing the sensor out of the skin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.